Event description:
Rptr stated she had a meter-to-health care provider meter (home nurse) blood glucose comparison performed with results of 247 and 117 mg/dl respectively. Rptr stated she was not experiencing any symptoms. Rptr also stated she is recovering from heart surgery.